Event description:
Philips received a complaint on the patient information center ix indicating that the apc (schneider electric it corporation) 120v uninterruptable power supply attached to the pic failed to perform as specified causing the loss for monitoring of the pic ix system due to lack of power. The device was in clinical use. There was no patient harm or injury reported.

Manufacturer narrative:
Philips became aware of the issue on (B)(6), 2024. A field safety notification / urgent medical device correction is being sent to all of the affected customers. It is recommended that ups devices intended for operation in network and server rooms be kept in a temperature and humidity controlled environment, ensuring adequate airflow around the ups to prevent ups device failure. An field change order (fco) is in the process of being released. A philips representative will contact affected customers to schedule a visit from a philips field service engineer who will replace the malfunctioning ups. It was determined that an internal component of the ups devices produces less output energy than specified, resulting in the ups' inability to power up as required, which affects the power supply to the pic ix system. Based on the information available the cause of the reported problem was a failure of the 120v uninterruptable power supply. The reported problem was confirmed. Based on the information available and results of additional analysis further action has been initiated. Medwatch was submitted by customer, reference found (B)(6).